Event description:
Customer alleged that the left crossbrace is broken completely and is separated at the weld where the crossbrace connects to the seat frame and the cause is unknown. (B)(4). No injury alleged.

Manufacturer narrative:
(B)(4) 2012. No RMA has been initiated for this issue. Model mvps, serial number/date code (B)(4) is approximately (B)(4). The owner's manual part number 1106638 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. Allegedly the left crossbrace is broken completely and is separated at the weld where the crossbrace connect to the seat frame. Complainant did not know how this happened. No injury or property damage reported. Replacement parts were sent.